Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead dislodged, which resulted in loss of capture. There was no asystole as a result of the loss of capture. The patient was not pacer-dependant and had good intrinsic rhythm. A revision procedure was done to reposition the lead. The procedure was successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.